Manufacturer narrative:
Date received by manufacturer: 23 march 2020. Date of this report: 24 march 2020. The manufacturer¿s international service technician confirmed the reported issue. It was confirmed that the suction non-rebreathing check valve (cv30) fell off, and the check valve 3 leak error was found during (short self-test) sst self-test. The manufacturer¿s international service technician removed and reinstalled the parts and the unit ran normally. The unit successfully passed the required performance verification test.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/20/2019.

Event description:
The customer reported a ventilator with an unspecified alarm. There was no patient involvement / harm.